Manufacturer narrative:
Device evaluation: per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: ¿ tyvek or thermoform sticking: not observed through visual inspection. None of the other observations performed during the device analysis (deformation and crease) are found to be potentially related to the manufacturing process, and, therefore, no further actions are required for these observations.

Event description:
Healthcare professional reported "this implant was opened and found to be defective". Device not implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: tyvek or thermoform sticking.

Event description:
Healthcare professional reported "this implant was opened and found to be defective". Device not implanted.

Manufacturer narrative:
Clarification to h.6- remove event code f1205.

Event description:
Healthcare professional reported "this implant was opened and found to be defective". Device not implanted.